Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive on (B)(6) 2015 while hospitalized for hypertension and fluid overload. The patient was found to have a right middle cerebral artery infarct with subsequent hemorrhagic conversion. Care was withdrawn and the patient expired on (B)(6)2015.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.